Event description:
The customer stated that she received a blood glucose reading that was higher than usual. While troubleshooting, she performed control tests and received a result of 266 mg/dl. The normal control range was 102-141 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.